Event description:
It was reported that the arctic sun device had a defective circulation pump.

Manufacturer narrative:
The initial reporter phone number provided is (B)(6). The initial reporter zip provided is (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the unit had a failed circulation pump. Circulation pump was replaced during the pm process. Pm performed. Heater, mixing pump, and drain valves were exchanged. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device without error. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a defective circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.